Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a robot-assisted nephrectomy procedure, the resident inserted the device into the patient for the first firing and the surgeon noticed that there was no reload in the device. The reload could not be located, so it could not be confirmed whether the device was packaged without the reload, it fell on the floor during the transfer, or fell out and was accidentally discarded. The case was completed with another device of the same product code. At an unknown point in the post-operative period, the surgeon requested a CT scan be done on the patient to confirm if the reload fell into the patient and was retained. No reload was found on the CT scan. There were no patient consequences reported.